Event description:
It was reported that particulate matter was identified inside of the reservoir of a singleday infusor device. This was noticed after the device was filled with desferrioxamine and prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between february 14, 2014 and february 17, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.